Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav2528 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep the facility reported that the introducer partially snapped and a small portion had to be cut off the line with a scalpel.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper split between the peel tabs was confirmed, and was determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for investigation. The handles split unevenly, which resulted in a ring of orange material that remained after the orange colored tabs were split apart. The sheath exhibited a uniform and consistent peel. The tack used to secure the sheath to the peel tabs was observed to be slightly off-center. It is unknown if this affected the functional properties of the microintroducer.